Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since a few weeks the mother of the patient noticed behavioral and hearing changes. When only the left ear is activated the patient has problems with the understanding of speech and words. He cannot repeat words with any consistency. No known head trauma.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. As per information received on the implant registration card, 3 channels were extra cochlea since initial implantation. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
Since a few weeks the mother of the patient noticed behavioral and hearing changes. When only the left ear was activated the bilaterally implanted patient had problems understanding speech and words. He was not able to repeat words with any consistency. No known head trauma. The patient was re-implanted.